Manufacturer narrative:
This report is being submitted to document the final investigation conclusions, to correct information provided in a previously submitted MDR, and to document that the device has been returned to the manufacturer for investigation. Section d9 has been updated to reflect that the product was returned for investigation. Section h3 (device evaluated by manufacturer) has been corrected to reflect that the device was evaluated by the manufacturer, as the device was returned and the investigation is complete. Section h5 (labeled for single use) has been corrected to ¿no¿. Section h8 (usage of device) has been corrected to ¿reuse¿. Section h6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the root cause of the low snr was an optical pressure measuring unit malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that their automated impella controller's (aic) optical bench check failed during preventative maintenance. After troubleshooting, the optical bench was replaced.